Event description:
This case was initially received via regulatory authority (B)(6) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("she was affected by the product") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: patient was in the waiting list to perform a hysteroscopy. She stated she could not be pregnant again due to the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-jun-2018 for the following meddra preferred term: adverse event - the analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("she was affected by the product") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: patient was in the waiting list to perform a hysteroscopy. She stated she could not be pregnant again due to the product. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.